Manufacturer narrative:
(B)(4)

Event description:
It was reported that the display device is not alerting at the proper threshold. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.